Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range shock lead impedance (sli) measurement of 12 ohms. Technical services (ts) recommended the patient be evaluated in clinic due to the age of this lead. This lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead oversensed noise that could not be reproduced with isometrics and pocket manipulation. Ts discussed trouble shooting options. This lead remains in service. No adverse patient effects were reported. Additional information was received that the cause of the oversensing could not be determined. The patient will continue to be monitored. This lead remains in service. No adverse patient effects were reported. Additionally, after troubleshooting was performed, the patient was able to reproduce the low out of range sli measurement. Ts recommended defibrillation threshold (dft) testing. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range shock lead impedance (sli) measurement of 12 ohms. Technical services (ts) recommended the patient be evaluated in clinic due to the age of this lead. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range shock lead impedance (sli) measurement of 12 ohms. Technical services (ts) recommended the patient be evaluated in clinic due to the age of this lead. This lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead oversensed noise that could not be reproduced with isometrics and pocket manipulation. Ts discussed trouble shooting options. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range shock lead impedance (sli) measurement of 12 ohms. Technical services (ts) recommended the patient be evaluated in clinic due to the age of this lead. This lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead oversensed noise that could not be reproduced with isometrics and pocket manipulation. Ts discussed trouble shooting options. This lead remains in service. No adverse patient effects were reported. Additional information was received that the cause of the oversensing could not be determined. The patient will continue to be monitored. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range shock lead impedance (sli) measurement of 12 ohms. Technical services (ts) recommended the patient be evaluated in clinic due to the age of this lead. This lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead oversensed noise that could not be reproduced with isometrics and pocket manipulation. Ts discussed trouble shooting options. This lead remains in service. No adverse patient effects were reported. Additional information was received that the cause of the oversensing could not be determined. The patient will continue to be monitored. This lead remains in service. No adverse patient effects were reported. Additionally, after troubleshooting was performed, the patient was able to reproduce the low out of range sli measurement. Ts recommended defibrillation threshold (dft) testing. This lead remains in service. No adverse patient effects were reported. Additionally, defibrillation threshold (dft) testing was not performed. To resolve, the patient will be continuously monitored. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If additional pertinent information is provided in the future, a supplemental report will be issued.